Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that during a surgical procedure at the user facility, a patient was burned on the left side of the mouth. No delay or medical intervention were reported with this event.